Manufacturer narrative:
Section a, patient information: no additional patient information was provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive alinity I stat high sensitivity troponin-I result on a patient (41 year old, female) that repeated lower when processing on the alinity I processing module. Sid (B)(6), initial 42.6 ng/l. Sid (B)(6), 2nd draw 2h later <3 ng/l. Sid (B)(6), repeat <3 ng/l. Normal ref range: </= 35 ng/l. No impact to patient management was reported.

Event description:
The customer observed a false positive alinity I stat high sensitivity troponin-I result on a patient (41 year old, female) that repeated lower when processing on the alinity I processing module. Sid (B)(6), initial 42.6 ng/l. Sid (B)(6), 2nd draw 2h later <3 ng/l. Sid (B)(6), repeat <3 ng/l. Normal ref range: </= 35 ng/l. No impact to patient management was reported.

Manufacturer narrative:
Troubleshooting performed by abbott service included cleaning of the on board reservoir, trigger, which resolved the issue. The module function was verified with a control/precision run. Review of the instrument service history identified no subsequent issues related to false elevated troponin results. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any nonconformances or deviations for the on board reservoir, trigger. Review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity I processing module (ln: 03r65-01) or the on board reservoir, trigger.